Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 298 compared to the labs 398 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse event. No further info has been reported.